Event description:
The customer requested service on the machine for inaccurate fluid removal. The machine was programmed to remove zero fluid from the pt, but removed 150 to 200 ml/hr. Facility's ICU nurse stated that the pt was removed from the machine and the family elected to not continue therapy for this pt. The pt had multiple organ failure and expired a few hours following the termination of the treatment.